Event description:
It was reported that the patient had back pain surrounding the implantable neurostimulator (ins) secondary to mechanical fall. The patient was evaluated at the ER and the stimulator was working appropriately. The patient had the implantable neurostimulator (ins) repositioned on (B)(6) 2013. The diagnostic imaging that was performed showed normal for the patient. The event was reported as resolved without sequelae.

Event description:
Additional information reported the pain from the hardware was again noted in (B)(6) 2014. Due to the past revision it was determined that the device should be removed. The device was removed with no complications. There was conflicting information on event resolution. Both resolved without sequelae and resolved with sequelae was noted. If additional information is received on resolution, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-04338 additional information indicated this report was the event continuing and the resolution for both events was the removal of the device. No additional information will be sent in manufacturer report # 3004209178-2015-04338.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va055k9, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had pain surrounding implantable neurostimulator (ins). The pain was exacerbated by a mechanical fall on (B)(6) 2013. The event was related to the ins.